Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, product ID: 9736411, h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed a software failure. The system froze in definitely while interacting with patient data (deleting exams, selecting exams, etc.). Codes b01, c10, and d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system "froze" while downloading images and required the system to restart. After the reboot, the system functioned normally, and the site was able to download the images and begin the case normally. Technical services (ts) clarified that the system went unresponsive mid-download. There was no patient involvement. Troubleshooting information was received. It was reported that when clearing out old patient data, the exams would delete but the overall patient file would remain. A manufacturer representative (rep) noted that when clicking on the patients under the navigation system section of the images task, the system became unresponsive again. The rep tried to uninstall/reinstall the application with no change and claimed the empty patients were still present after reinstall. Ts had the rep try to delete patients in the file system under admin but the rep was not able to due to a permissions error.

Manufacturer narrative:
H2/h6: the system was serviced in the field and the ssd was replaced. Coeds b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Hw analysis: h3, h6: the ssd, lot number: s6psnl0x902539m, was returned to the manufacturer for analysis. The ssd was found to be fully functional with no problem found. The ssd didn¿t have any installed apps. S.m.a.r.t data <(>&<)> self-test reported no errors on the drive. Drive functioned normally without failure. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes c19 and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.